Event description:
During a coronary stent procedure of a pre dilated diagonal lesion, the express2 was advanced through the struts of a previously placed stent and the physician was unable to cross the lesion. While attempting to remove the stent dislodged and remained in the diagonal. Attempts were made to deploy the stent. The pt experienced significant chest pain and st elevations. A stent was successfully placed overlapping the under-deployed stent and the pt stabilized. Pt status is listed as "okay".